Event description:
During a pta treatment procedure, balloon diflation difficulties were encountered. Following contra lateral superficial femoral artery intervention, the physician was unable to completely deflate the ultrathin sds/7-2/5.3/90 balloon. The profile did come down slightly, but not enough for removal through the sheath. The physician was able to maneuver the device back to the femoral artery where he 'stuck the balloon with a stick' to intentionally rupture it. Patient status is reported as 'okay.'